Manufacturer narrative:
Concomitant medical products: 503452 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a clot appeared on the right atrial (ra) lead which resulted in the physician being unable to upgrade the system. The lead will be explanted in the future. No patient complications have been reported as a result of this event.